Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 42-43 (mg/dl) and experienced loss of consciousness. Reportedly, customer had programmed a meal bolus in anticipation for lunch, however, customer did not end up eating the meal because they were busy and did not cancel the bolus. Paramedics were called to the scene and treated customer with glucose tablets before transporting the customer to the emergency room. Customer was released from the emergency room after 4 hours with a bg level of 260 (mg/dl). Customer stated that they monitored their bg levels until they returned to target range.